Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator flashing, device will not switch on. No patient involved.

Event description:
No status indicator flashing, device will not switch on. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. The device was returned with the reported fault of ¿no status indicator¿. The fault was confirmed during the investigation at heartsine and on inspection of the returned pad-pak it was confirmed that the fuse had blown. This would account for the absence of the status indicator as per the reported fault. A short circuit failure of mosfet q2 between drain and source had resulted in a high current drain from the returned pad-pak which would account for the fuse blowing. The failure of q2 had also resulted in the transformer being unable to charge the high voltage capacitors. The faults could not be replicated when q2 was replaced. This would confirm a fault with q2. The functionality of the charging circuit is tested at both h017-014-103 pba test and h017-014-104 final. Therefore, it is concluded that the component failed after dispatch. The device successfully records all log entries up to the (B)(6) 2018; therefore, it is likely that the pad-pak fuse had blown after this date, due to the failure of q2. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.